Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
As per sales representative, the knee was revised because the tibial tray was loose. The surgeon did not indicate any patient or device related issues that may have contributed to the event. However, the primary surgery was completed approximately 15 years ago.

Manufacturer narrative:
Corrected data: outcomes attributed to ae. Additional information: lot#, expiration date; manufacturing date. An event regarding loosening involving a scorpio baseplate was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. No medical records or x-rays were made available for evaluation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor could the root cause be determined because the insufficient medical information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
As per sales representative, the knee was revised because the tibial tray was loose. The surgeon did not indicate any patient or device related issues that may have contributed to the event. However, the primary surgery was completed approximately 15 years ago.